Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that since (B)(6) 2015, the patient's stimulation did not cover their right thigh. When the patient touched or leaned up against something, it caused a pinching/shocking pain that started at the ins and ran down their right leg. The shocking was described as a terrible electrical shocking pain. The patient reported that their health care professional (hcp) was aware of the issue and had taken x-rays but would review the results with the patient on (B)(6) 2016. The patient was turning their therapy off until that appointment. The manufacturer representative attempted to reprogram the patient, but the patient reported the right lead wires were not working. Additional information has been requested regarding interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient was last seen in the clinic on (B)(6) 2015 at which time she was reprogrammed with manufacturing representative in an attempt to capture more of her low back pain with her spinal cord stimulator (scs).